Event description:
A customer contacted beckman coulter inc. (Bci) to report multiple erroneously elevated and erroneously low hybritech prostate specific antigen (psa) result generated by unicel dxi 800 access chemistry analyzer. The samples were repeated on the same unit and the results obtained were in a different clinical category for all patients involved. Unknown if the results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment associated with this event.

Manufacturer narrative:
The customer had received multiple jam errors prior to the event. The customer was able to clear the error and continue operations. Service and application support were dispatched to the event. No further information is available. A clear root cause can not be determined at this time for the event.